Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified. Admitting diagnosis: plasmocytic lymphoma. Relevant history: second cycle. Although requested information on race and ethnicity were not provided.

Event description:
It was reported from the oncology unit, during a 24 hour etoposide 100mg/doxorubicin 20mg/vincristine 0.4mg in 250ml normal saline infusion, the filter tubing set leaked on the patient's bed after 22 hours. The event occurred on the third day of a 4 day cycle. Upon inspection, the leak appeared to be coming from the "pinholes" on the side of the filter. The bag and tubing set were changed about every 22 hours. There was no patient harm.

Event description:
It was reported from the oncology unit, during a 24 hour etoposide 100mg/doxorubicin 20mg/vincristine 0.4mg in 250ml normal saline infusion, the filter tubing set leaked on the patient's bed after 22 hours. The event occurred on the third day of a 4 day cycle. Upon inspection, the leak appeared to be coming from the "pinholes" on the side of the filter. The bag and tubing set were changed about every 22 hours. There was no patient harm.

Manufacturer narrative:
Correction: disregard d4/lot #19125501. Device history record could not be performed on model 24301-0007t due to no lot number being provided by customer.